Manufacturer narrative:
Sample shoe covers were received from the customer. The investigation is on-going. Once the investigation is complete the information will be submitted in a follow-up report.

Event description:
Report received of four falls that occurred while the shoe covers were being worn. This occurred on the unit where they wear shoe covers while in the patient rooms. The shoe cover is reportedly "more slippery than usual." One employee that fell is pregnant. She twisted her ankle and aggravated back pain associated with her pregnancy. She was off work for a short time and then was placed on light duty work for a couple of weeks. She did not experience any adverse sequelae. One other employee fell twice and bruised her knees. She did not require any medical intervention. The fourth fall was the father of a patient. He reported that he did not get hurt. No further information was available.